Manufacturer narrative:
(B)(4). Results: device evaluation pending.

Event description:
Evaluation summary: upon inspection of the device, there was a 15 mm gap between the stent graft and stent stop cup. Additionally, there was a kink in the graft just in front of the stent stop cup and a kink just before the strain relief. The rest of the device was unremarkable. The stent graft was attempted to be deployed; however, the stent graft retracted with the graft cover and compressed prior to deployment. The external slider was rotated approximately 4 cm before the stent graft began to deploy from the graft cover. Once the stent graft started to deploy, it deployed the rest of the length without difficulty. After the stent graft was deployed, the graft cover was recombined with the tapered tip, which reduced the gap to less than 1 mm. It was also noted that there was slight damage to the distal end of the graft cover. The complaint was confirmed; there was difficulty deploying the stent graft. The root cause of the event could not be conclusively determined.

Manufacturer narrative:
Conclusion: cause of event is unknown.

Event description:
An endurant ii stent graft system was attempted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician attempted to deploy the limb; however it would not deploy. When unsheathing the distal part of the stent was concertina within the sheath. The delivery system was removed and a shorter limb and extension were successfully implanted. There were no issues inserting the device. The patient's anatomy was straight forward there were no concerns with tortuosity. There were no injuries to the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.